Manufacturer narrative:
The nalu system was implanted and in use for 3 years before the communication issues were reported. There are no reports of any external trauma or other events that are likely to have led to device migration. Migration of components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2021 and reported improvement in pain symptoms. In (B)(6) 2024 the patient noted some issues with communication between the implantable pulse generator (ipg) and the external therapy discs, resulting in inadequate pain relief for the patient. Imaging found that the ipg had migrated within the pocket and was no longer in the appropriate position to achieve optimal communication. Patient requested to remove the system. A full system explant was performed on (B)(6) 2024 per patient request.